Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee ceiling system. During an interventional procedure, the user reported that the footswitch guard was active and all system movements were blocked. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
The investigation showed that the reported issue was caused by a hardware error. The protection guard of the footswitch on the concerned unit was found to be defective. The movements were temporarily blocked; however, movements were possible in the override mode with reduced speed, which was shown in the provided logfiles. This mode is the foreseen mitigation for such errors and it is well described in the instruction for use (IFU). Following replacement of the concerned footswitch, the system works as specified. The spare parts consumption has been checked and a possible systematic issue has not been discovered by the investigation.